Event description:
The ge oec 9800 fluoroscopy system intermittent issues with the down motion of the vertical lift column.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective up/down switch that was replaced to restore proper function. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction that occurred during a procedure.